Event description:
A report was received that this is the patient¿s fourth time to have an infection. The patient was in the hospital to have a fluid taken out of the spine. The patient was treated by an infectious disease doctor. Blood is being drawn every day and patient was prescribed antibiotics. No information was provided for the type of infection. The previous two infections were reported in MFR report #: 3006630150-2014-02346 and MFR report #: 3006630150-2014-03053. It was stated that the last infection, the patient had was (B)(6).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Manufacturer narrative:
Additional information was received that the patient developed infection at the ipg pocket site. Symptoms included drainage and fever. It was clarified that this recent infection was patient¿s third infection occurrence. The patient was treated regularly with antibiotics and daily blood withdrawal to monitor patient¿s progress. The patient underwent an explant procedure and the physician will not put one back in after three infections. The physician believed the patient has a propensity for infections with implant and believed infection was related to the procedure and not related to the device. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that this is the patient's fourth time to have an infection. The patient was in the hospital to have a fluid taken out of the spine. The patient was treated by an infectious disease doctor. Blood is being drawn every day and patient was prescribed antibiotics. No information was provided for the type of infection. The previous two infections were reported in MFR report #: 3006630150-2014-02346 and MFR report #: 3006630150-2014-03053. It was stated that the last infection, the patient had was (B)(6).